Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and an injection of insulin was used to address the bg level. The customer thought that the infusion set cannula may have been bent or kinked; however, the customer wanted to keep the infusion set site in place and change it if another occlusion were to occur.